Event description:
The user facility reported that during serveral different code situations the resuscitator was allegedly missing the mask. They obtained another resuscitator and no patient compromise reported.